Event description:
Mother inserted hearing instrument onto (B)(6)-old baby's ear. Mother left the room while the infant remained in the crib. The infant allegedly removed the hearing instrument from the ear and chewed upon it resulting in the battery compartment (door) opening and therefore exposing the battery. Upon returning to the room, the mother observed the hearing instrument was removed, battery compartment opened, the battery missing. The mother brought the infant to the hospital to determine if battery was swallowed. The battery was discovered by x-ray examination to be in the infant's stomach. The battery was removed under general anesthesia via endoscope (magnetic tube). There was no harm to the infant's health.

Manufacturer narrative:
An internal investigation of the incident was conducted. The investigation showed scratch marks which may have resulted from the baby chewing on the device. The force of the chewing may have caused the battery component to open, even though the product is equipped with a battery door safety mechanism for pediatric application. This resulted from a strong chewing force at the point for tool application. This mechanism was designed to require a typical force of 5-6n to be opened with a tool. The investigation shows that the safety mechanism was not defective but could be overcome if enough pressure is applied. A redesign of the battery locking mechanism for infant use was introduced and offered to users on 03/01/2005. (B)(4).